Event description:
It was reported that the patient was admitted with syncope. Telemetry strips showed oversensing and no ventricular capture. The lead was capped. No further patient complications have been reported as a result of this event.